Event description:
It was reported that loss of capture was observed when an asymptomatic patient presented in-clinic for a routine follow-up. Lead dislodgement due to twiddlers syndrome was noted. The lead was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.